Event description:
It was reported that there were problems adjusting the volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).